Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: leads are inverted at header, with one of the leads having impedance out of range as well. The lead was repositioned and remains implanted. Should additional information be received this file will be updated.